Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert for non-sustained lead noise. Upon review of episodes, intermittent loss of biventricular capture was observed. Programming change was made and the patient will be monitored.